Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted in a more posterior than anterior position. Subsequently, during implant testing, the system impedances were high within normal limits at 185 ohms which decreased to 140 ohms after pocket closure. The initial defibrillation threshold (dft) test was unsuccessful at 65 joules and 80 joules and required external shocks to resuscitate the patient. The device was left deactivated until the following day when another dft was performed and considered acceptable. X-rays were taken to confirm device position. The device was activated and patient discharged. No additional adverse patient effects were reported.